Manufacturer narrative:
Restenosis of the right sfa was treated with a non medtronic pta and amputation of the right limb. The event is resolved .

Event description:
On the same day as the index procedure provisional stenting was carried out using one complete se stent in the right sfa. Approximately 38 months post index procedure suffered from restenosis in the right sfa. The outcome is reported as continuing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator has reported that the event is not related to the index device, procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.